Manufacturer narrative:
Two physicians were involved in this procedure: dr. (B)(6) and prof. (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transduodenal to the common bile duct (cbd) during a choledochoduodenostomy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the distal flange of the stent was supposed to be deployed in the cbd. However, after deployment, the stent moved out of position into the patient's duodenum. The physician unsuccessfully attempted to move the distal flange back into the patient's cbd. When the physician attempted to remove the delivery system from the scope, it was stuck and could not be removed. The scope was damaged. Reportedly, the stent was "lost" in the patient and remains implanted. The procedure was completed with a different device. The patient's condition was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.